Event description:
The incident/defect was reported as; jamming/misfiring. It is unknown when defect was identified. No patient injury or intervention reported.

Manufacturer narrative:
Device available for evaluation? Information is not available at the time of this report to indicate availability of device sample. Investigation ongoing, a follow-up report will be sent when completed.